Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. The manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the device was received in poor condition with a crack around the drain fitting and reservoir cover near the bolts. During functional testing using the reported issue was duplicated. The root cause of the problem was related to normal wear as device was over 19 years old. No action will be taken as the device will be scrapped due to age.

Event description:
It was reported that the device's input block was stripped. No patient injury was reported.